Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and syncope and received appropriate therapy. It was noted during interrogation that the right ventricular lead was oversensing and non-sustained vt episodes were recorded on the same date. Additionally, the threshold was high. The lead output was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; (B)(4) implantable defibrillator (B)(6) 2010. (B)(4).